Manufacturer narrative:
The device was not returned to manufacturer for evaluation, however, x-rays were provided which demonstrated that the device was poorly positioned. Without product return, no conclusions regarding the cause can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c implant as the patient was experiencing pain post-operatively. It was determined via lateral x-ray at followup that the implant was poorly positioned. The initial tda was replaced with an acdf and the surgery was completed without further issues.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. As indicated by sales rep: reason for revision was reported due to patient pain & device presented as malpositioned on fluoro. Waiting on additional information, investigation is still in progress. Conclusion is not yet available. Device evaluated by MFR: product not returned.

Event description:
Mobi-c p&f us: revision due to instability, patient pain. It was reported by sales rep: during follow up visit, the patient 's physician determined via lateral xray the implant was different in appearance than intraop images. The surgeon did not feel the implant was providing enough stability. A decision to remove and convert to an acdf was made. During this primary it was observed that the next larger implant trial distracted the facet joint more that desirable surgeon checked to use smaller implant. Initial surgery was performed on (B)(6) 2019. Revision surgery performed on (B)(6) 2019. Additional information is pending.